Event description:
It is reported that the patient went to ER due to high blood glucose 665 mg/dl because of bent cannula on (B)(6) 2026 and treated with IV fluids of saline and insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.